Manufacturer narrative:
Product ID 8703w lot# l47427, implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter. Analysis of the device found that the pump failed lab dispense test, above specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47427, implanted: (B)(6) 1997, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), UDI#: 8703w.mdtmdt. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-aug-13 regarding a patient receiving saline via a n implanted infusion pump. The indication for use was spinal pain. It was reported that worker's comp insurance did not authorize refills so the patient had no drug in the pump for many months. They tried to aspirate but could not, so the entire system was being replaced. The issue was considered resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative on 2019-aug-14. It was reported that the hcp attempted to aspirate the catheter both through the catheter access port (cap) and directly through the catheter. The hcp could not aspirate either way during the surgery. The cause of the inability to aspirate was unknown. When the hcp removed the old catheter it looked broken, but he was not sure if that happened as he pulled it out.